Event description:
It was reported when using the pyxis medstation es system on and off switch failed to activate the station. The customer stated that there was a delay in the dispensing of the medication due to this malfunction, the station was completely down. Nurses had to pull medication from other stations. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the malfunction occurred because the application failed to launch due to a corrupted database. A field service engineer worked in conjunction with a technical support specialist to address and resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.